Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing which resulted in ¿r on t¿ or an inappropriate pacer spike on t-wave which induced ventricular tachycardia (vt). The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.